Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (te's non-functional) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting the r1 and r2 therapy electrodes. The root cause for the open wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional te's.